Event description:
Healthcare professional, later also reported, "probable valve leak. Only partially deflated, punctured to deflate, prior to removal". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and rippling. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-valve leak and/or damage: no observed leak or damage on valve. Wrinkling: observed wrinkling on the device. Deflation-ndr: not applicable as the event is not related to the device. Use error: observed opening on posterior side assessed as surgical damage per rga. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation and rippling. Healthcare professional later also reported "probable valve leak - only partially deflated, punctured to deflate prior to removal". Device has been explanted.